Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Uon follow up, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. It was unknown if there was a delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. It was unknown if the customer presoaked the endoscope in the detergent solution. It was unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned for evaluation, and the customers allegation of reduced angulation issues was confirmed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The following additional issues were found during the device evaluation. Adhesive on bending section cover had a chip, crack and white-clouded area, adhesives around objective lens and light guide lens had white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, the suction cylinder was shaved, the universal cord had a wrinkle, the protector of universal cord on control section side had a scratch, up/down knob has corrosion, and the objective lens had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope exhibited angle play and insufficient angulation. There were no reports of patient harm. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the nozzle. This report is being submitted for the reportable malfunction found during the device evaluation.